Event description:
It was reported that the patient presented for follow-up in atrial flutter. The atrial lead exhibited intermittent undersensing and p-waves decreased from 1-2 mv to 0.1 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.